Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. Date of issue is an approximation. The patient's spouse stated they noticed the patient seemed to be going into a blacked-out state because the patient tends to become violent when they enter this state. She indicated the cgm was displaying 99mg/dl and was able to perform a finger stick reading where the bg meter was reading 71mg/dl. The patient's spouse called emergency medical services (ems) and when they arrived, they checked the patient's bg level and the meter was reading 34mg/dl. They administered the patient with d5 (sugar water) and had the patient eat a peanut butter and jelly sandwich and drink a glass of milk. Ems waited to check the patient's bg after they ate and stated the patient's bg raised to 199mg/dl before they left. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.